Manufacturer narrative:
Information contained in the initial medwatch was previously submitted through psr on 20oct2009 and 23apr2013. Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie's procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having right side moderate breast pain. Patient reported right side "bloody discharge" which is interpreted as nipple discharge. Patient reported items which were termed as various injuries by allergan nurse specialist. Patient reported right side, "firm and looks abnormal due to capsular contracture" which is interpreted as baker grade iii capsular contracture. Healthcare provider later reported a right-side rupture. The device remains implanted.

Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having right side moderate breast pain. Patient reported right side ¿bloody discharge¿ which is interpreted as nipple discharge. Patient reported items which were termed as various injuries by allergan nurse specialist. Patient reported right-side, "firm and looks abnormal due to capsular contracture" which is interpreted as baker grade iii capsular contracture. Healthcare provider later reported a right-side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, infection, and rupture. Information contained in this report was previously submitted through psr on 23-apr-2013.

Event description:
Healthcare provider additional reported "patient reported they started experiencing severe pain to their breast radiating down arm and thought they were having an mi. Patient went to an osh for workup and had negative cardiac evaluation. Patient had breast MRI that displayed intracapsular rupture."